Event description:
It was reported that the patient experienced Insulin flow blockage event on (b)(6)2026 along with high blood glucose which was treated with insulin pen.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 3003442380.